Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing threshold of the left ventricular (lv) lead was high when the lead was placed in the posterolateral branch. The lead was removed; a coronary sinus venoplasty was performed and the lead was then placed in the anterolateral vein. It was noted a thinner lead was required and the lead was not implanted and replaced. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.